Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the reported issue was not duplicated. However, the se reviewed the event log, and confirmed that the occurrence of a 'check vent: motor speaker fail'(code:1102) was logged. The se replaced the speaker assembly (number 1) as a preventive recurrence.

Manufacturer narrative:
The suspected speaker was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the suspect speaker into the pil standard test bed (stb) that there was no repeat of any error codes during the stb operation. In addition, the pil tech verified that the speaker does emit a distinct audible alarm during induced alarm conditions and the speaker passes all resistance testing of the voice coil and associated wires of the speaker. The suspect speaker¿s accusation has resulted in no problem found. The suspect speaker operates as designed."

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a primary alarm failed error code. There was no patient involvement when the issue occurred. There was no patient or user harm reported.